Event description:
It was reported that to boston scientific corporation that an autotome rx 49 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018 . According to the complainant, during the procedure, when the physician pulled the device over the papilla, the cutting wire broke. Reportedly, no part of the device detached inside the patient. The procedure was completed with a second autotome rx 49, using the same generator and active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Problem code 1069 captures the reportable event of cutting wire broken. Visual examination of the returned device revealed that the wire anchor was broken and blackened. Additionally, the distal tip was found split. Therefore, these last conditions displaced the cutting wire causing the wire anchor to be dislodged from the extrusion. The complaint was consistent with the reported event of cutting wire broken. It is most likely that a peak of voltage could have caused the failures noted. On other hand, the distal tip split, it is the most likely that during the procedure the device could have been damaged due to excessive manipulation of the product or the interaction with other devices. Therefore the most probable cause of this complaint is adverse event related to procedure since it is most likely that due to procedural factors encountered during the procedure the performance of the product was limited. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported that to boston scientific corporation that an autotome rx 49 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the physician pulled the device over the papilla, the cutting wire broke. Reportedly, no part of the device detached inside the patient. The procedure was completed with a second autotome rx 49, using the same generator and active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.